Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation lead impedance that was above the max value in the lead-can vector. Other vectors were in range and there were no other electrical anomalies noted. The patient was asymptomatic and will continue to be monitored.